Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). Per product labeling, there is no significant interference up to a hemolysis index of 1000 (approximate hemoglobin concentration: 622 mol/l or 1000 mg/dl). The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one neonate patient sample tested with tina-quant c-reactive protein IV on a cobas 8000 c702 module. The customer suspects the sample hemolysis may have interfered with the assay. A first sample collected from the patient resulted in a crp value of 102 mg/l. The sample was not hemolyzed. A second sample collected from the patient resulted in a crp value of 54 mg/l. This result was questioned. A hemolysis index of 705 was measured from the sample. A third sample collected from the patient resulted in a crp value of 129 mg/l. This sample was not hemolyzed.

Manufacturer narrative:
The customer deemed crp results of "around 100 mg/l" correct for the patient. The customer stated they use micro-cups or micro-cups on top of sample tubes when testing the patient samples. When programming these samples on the analyzer, the customer did not use the "micro cup" option on the sample order in order for the instrument to adapt sample pipetting. Per product labeling: "the instrument recognizes all standard containers except micro cups by their dimensions. For micro cups, you must select micro cup in workplace test selection or on the host." The investigation determined the issue is consistent with incorrect user handling of the device.